Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388tc competitor implantable pacing lead - (B)(6) 2000; 0095 competitor implantable tachy lead - (B)(6) 1996. (B)(4).

Event description:
It was reported that there was an episode of ventricular fibrillation (vf) recorded on the defibrillator and antitachycardia packing electrograms were invalid to view. The device remains in use. No patient complications have been reported as a result of this event.